Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. While troubleshooting with tandem technical support, the customer filled tubing again, was able to see insulin drops coming out of the tubing, and finished load sequence. There was no reported impact to the customer's blood glucose level.